Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0013104903 was returned and analyzed. During external visual inspection of the catheter no anomalies were identified. The returned catheter passed the mapping and ablation test with the mapping system (test/lab), no errors were triggered. No performance issues were identified with the returned catheter. During deflection testing, pushing and pulling steering wings was possible without any anomalies. The cirris shorts test was performed, and the returned catheter passed the shorts test. No errors were triggered. The cirris mapping test was performed; the returned catheter passed the mapping test and no errors were triggered. While mapping with the returned catheter, it was noted that the catheter shaft appeared to have an apparent 180-degree bend in the 3d space, albeit it was straight in the water bath. Further inspection of the catheter was performed, and it was observed that the ndi sensor wires in the handle had reversed polarity. In conclusion, the returned catheter failed the returned product inspection due to sensor wires with reversed polarity in the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the catheter appeared curved on the mapping display from the beginning of the case and could not be straightened on-screen despite ultrasound confirming the catheter was straight. The procedure was temporarily interrupted. Later in the case, after a new catheter was used, the catheter was reported to appear to ¿dive¿ on the mapping display during pulse field applications 15, 16, 30, and 31 and then return to its prior appearance once delivery was completed, and a request was made to adjust the computer mapping program to compensate for this display behavior. The case was completed. No patient complications have been reported as a result of this event.